Event description:
After trouble shooting the monitor and associated parts while attempting to obtain intra-venous pressures. The catheter continued measuring a negative values between: -2 to -7 mm/hg . The pressure transducer was replaced with a new one after all other troubling shooting and we were able to measure ideal pressures around 5-7 mm/hg. Which was within expected range for the patient per md provider. No harm came to the patient, the transducer not measuring an accurate value, limiting the providers ability to make specific diagnosis.